Event description:
A silicone material used to detect unfitness of a dental prosthesis became imbedded within the periosteum. A mucoperiosteal flap was raised from tooth #13 to 5. An alveolectomy was performed and 7 teeth were extracted. The device was placed in the immediate maxillary denture to evaluate for impinging regions. Some of the silicone extruded into the extraction sockets and then underneath the flap and into the periosteum. An attempt to remove all the visible silicone material was immediately performed. The flap was sutured with bss and immediately the maxillary complete denture was inserted. The pt did not achieve post-surgical comfort until a subsequent extensive debridement and currettage of the anterior maxilla was performed. The pathological diagnosis from the tissue report was portions of benign bone and soft tissue with focal reaction. There was no foreign body in the specimen.